Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot number 73g1500673 investigation did not show issues related to the complaint. The device has not been returned to the manufacturer for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the applier fired twice and then stopped firing. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). Two (2) appliers of catalog number 543965 auto endo5 ml were received, lot # 73g1500673 was confirmed with samples. During visual inspection the applier # 1: opened without original packaging, component looked well assembled, and no stuck clip in jaws. Applier # 2: not used, closed in original packaging, components looked well assembled. Functional inspection: applier # 1: applier was activated and one clip was loaded, closed & released. Then applier was fired several times and a total of 4 clips were loaded, closed & released properly. In addition orange indicator was released. Applier # 2: applier was removed from the original packaging and applier was activated; one clip was loaded, closed & released. Then applier was fired several times and a total of 15 clips were loaded, closed & released properly. In addition orange indicator was released. No quality issues were found during testing. Samples received did not confirm the defect reported by the customer stopped firing during visual inspection. A functional inspection was performed with both appliers; the devices worked properly; all clips were released properly. Therefore, corrective actions is not required at this time. In addition, other remarks: all products are 100% tested by manufacturing and this defect would have been detected during the functional testing.

Event description:
Alleged event: the applier fired twice and then stopped firing. The patient's condition was reported as fine.